Event description:
It was reported that during an implant procedure, the physician noticed that one of the electrodes did not align with the other three electrodes and looked different than usual. The lead was not implanted in the pt. No pt injuries were reported. If add'l info becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4).